Manufacturer narrative:
The axium coil will not be returned for evaluation as it was remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this axium coil was stretched and small loop of the coil was left outside the coil mass. The patient was undergoing stent assisted coiling treatment of a small unruptured, fusiform anterior communicating artery (acom) aneurysm. It was reported that the aneurysm was bridged via a lvis stent and the axium coil was deployed into the aneurysm. Prior to full detachment, the coil stretched and a small coil loop was left outside of the coil mass. The physician attempted to retrieve the coil with snare retrieval device without success. The decision was made to leave the coil loop as it is and the coil detached successfully. The blood flow was not restricted due to the loop in the parent vessel. Total 5 coils were implanted and procedure completed. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.